Event description:
It was reported that a one-link needle-free catheter extension set did not flow during infusion. The reporter stated that the set occluded and caused an unknown pump to alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.